Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net. The remote transmission from (B)(6) 2019 showed the implantable cardioverter defibrillator exhibiting stored episodes of non-sustained right ventricular oversensing caused by post paced t-wave oversensing. The patient did not receive therapy during these episodes. Recommended programming changes were made during the device check on (B)(6) 2019.